Event description:
It was reported that a patient had a surgical revision to remove spectra concealable penile prosthesis (spp) due to patient dissatisfaction with the length and girth of the device. It was replaced with a new spp. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.